Manufacturer narrative:
A ge representative evaluated the system and adjusted the monitor refresh frequency. The system operates as intended.

Event description:
The customer reported the image is blurry and shaky. No patient injury was reported.